Manufacturer narrative:
(B) (4).

Event description:
A catheter fracture was reported at the location of the anchor. A catheter revision was done and the spinal segment of the catheter was removed and replaced with a new spinal segment. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.